Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after cartridge was filled with 200 units of insulin. Customer successfully loaded another cartridge. Customers' blood glucose was 129 mg/dl.